Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no damage or issues with the shaft of the returned device. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on 07-jun-2019. It was reported that inflation difficulties were encountered. A 12.0 x40, 75cm gladiator balloon catheter was used; however, the balloon would not stay inflated and it was noted that the contrast kept going back into the inflator. The procedure was completed with a new balloon and with the same inflator. No patient complications were reported. However, returned device analysis revealed balloon pinhole.